Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7016756.

Event description:
It was reported that upon programming the patient experienced burning sensation at both lead sites and encountered lead high impedances. An xray was taken and showed that the lead migrated north. They suspected a lead fracture but could not identify the cause. The patient underwent replacement procedure and was doing well postoperatively. The explanted device components were not returned per hospital policy.